Event description:
It was reported on (B)(6), 2014 that the handheld had a cracked screen. It was noticed upon its arrival when it was shipped to the distributor. The handheld and flashcard were returned for product analysis on (B)(6) 2014. Product analysis is still underway and has not been completed to date.

Event description:
Product analysis was completed on the handheld and flashcard on 11/21/2014. A visual analysis of the handheld was able to verify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The flashcard and software performed according to functional specifications.